Event description:
Customer experiencing intermittent results for approximately one month. The following examples were provided which occurred on (B)(6) 2007. Sample one initial sodium result 134 mmol/l. Same sample repeated on different instrument gave result of 140 mmol/l. Sample two initial co2 result 44 mmol/l. Same sample repeated on different instrument gave result of 26 mmol/l. The initial results were not reported. The field service representative found that the rinse unit was not adjusted to specification. The rinse unit was adjusted to specification.